Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 494 mg/dl at the time of incident. It was reported that the reservoir lip has fallen off the pump and the reservoir was able to lock in place. The mother of customer declined troubleshooting for the high blood glucose as she stated that she believed the reservoir not locking in place was the cause of the high blood glucose. The devices will not be returned for analysis.